Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
All buttons functioned properly. However, found corroded keypad traces. No button error alarm during testing. The insulin pump received with cracked battery tube thread, cracked reservoir tube lip, and missing end cap sticker noted.

Event description:
Customer reported via phone that they received a button error alarm. The blood glucose reading is 225 mg/dl. The insulin pump will be replaced.